Event description:
It was reported that when using the bd pyxis¿ es server, new patients and orders were not crossing over on multiple stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server, ran the downtime query on structured query language (sql) and executed it, and confirmed that the carefusion coordination engine (cce) time was in synchronization with the server time. All messages were successfully crossing over, and the disconnected flag showed 0. The tss restarted services including data sync service 1.0, bd external messaging, bd maintenance, and net services. The tss logged into health sight viewer (hsv) and found no patient or order delays and no critical notices. The tss logged into pyxis enterprise server (pes) under visit and orders settings and confirmed that patient and order details were populating. The customer was informed to verify from their end and was sent an email for confirmation. The customer later reported that the issue was not yet resolved. The tss rechecked the server and confirmed all services were running, no critical notifications were present in hsv, and messages were current with no delays or disconnection flags. An update email was sent confirming no issues on the server side, and the customer advised that the internal interface team was investigating further to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.